Event description:
A v12 was planned to use for iliac aneurysm and got stuck inside the introducer sheath before deployment. So carefully taken out and a long line was visible on the ptfe covering. Another v12 device same size was used and the previous one was deployed outside on the table.

Manufacturer narrative:
Awaiting the return of the device for evaluation. A device history record review was performed and the device was found to have met all internal specifications without any deviations.